Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (surgery to remove essure, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, back pain and menorrhagia had resolved. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dyspareunia (painful sexual intercourse), back pain, menorrhagia, migration diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the device although some of the coil was stretched and partially broke/ the right side was partially broken') and device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "placement of right side essure device not releasing properly". The patient's medical history included gravida ii and parity 1. Concurrent conditions included pelvic discomfort. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), 24 days after insertion of essure. In (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: coil loosened and hung in my uterus"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and anxiety ("mental anguish"). The patient was treated with surgery (surgery to remove essure, tubal ligation and surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, device expulsion, depression, vaginal haemorrhage, anxiety, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, back pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dyspareunia (painful sexual intercourse), back pain, menorrhagia, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis: endometrium, curettage: secretory phase endometrium. Fragments of benign columnar endocervical/lower uterine segment mucosa.. Ultrasound scan vagina - on (B)(6) 2018: conclusion: intrauterine device in the lower uterine segment, unknown type. Otherwise, unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (surgery to remove essure, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, back pain and menorrhagia had resolved. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dyspareunia (painful sexual intercourse), back pain, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the device although some of the coil was stretched and partially broke/ the right side was partially broken') and device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "placement of right side essure device not releasing properly". The patient's medical history included gravida ii and parity 1. Concurrent conditions included pelvic discomfort. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), 24 days after insertion of essure. In (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: coil loosened and hung in my uterus"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and anxiety ("mental anguish"). The patient was treated with surgery (surgery to remove essure, tubal ligation and surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, device expulsion, depression, vaginal haemorrhage, anxiety, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, back pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dyspareunia (painful sexual intercourse), back pain, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis: endometrium, curettage: secretory phase endometrium. Fragments of benign columnar endocervical/lower uterine segment mucosa.. Ultrasound scan vagina - on (B)(6) 2018: conclusion: intrauterine device in the lower uterine segment, unknown type. Otherwise, unremarkable. Lot number: c76447 manufacturing date: 2014-07 expiration date: 2017-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the device although some of the coil was stretched and partially broke/ the right side was partially broken') and device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "placement of right side essure device not releasing properly". The patient's medical history included multigravida and parity 1. Concurrent conditions included pelvic discomfort. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), 24 days after insertion of essure. In (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: coil loosened and hung in my uterus"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and anxiety ("mental anguish"). The patient was treated with surgery (surgery to remove essure, tubal ligation and surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, device expulsion, depression, vaginal haemorrhage, anxiety, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, back pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dyspareunia (painful sexual intercourse), back pain, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis: endometrium, curettage: secretory phase endometrium. Fragments of benign columnar endocervical/lower uterine segment mucosa.. Ultrasound scan vagina - on (B)(6) 2018: conclusion: intrauterine device in the lower uterine segment, unknown type. Otherwise, unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: plaintiff fact sheet and medical records received: lot no. Was added. New events - abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), fatigue, migration of essure device location of device: coil loosened and hung in my uterus were added. Events added from medical records - placement of right side essure device not releasing properly, the device although some of the coil was stretched and partially broke/ the right side was partially broken were added. Reporter's information, patient demography, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.